Event description:
It was reported that during activation of the recanalization catheter, the distal tip partially detached. The device was retracted in its entirety without incident. There was no report of patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for material separation as the outer catheter was separated from the distal tip. It is likely the user perceived the material separation at the distal as a break in the catheter. Therefore, the investigation is inconclusive of break. It is unk if the manner in which the device was removed from packaging hoop contributed to the reported event. The definitive root cause could not be determined based upon the available info.

Manufacturer narrative:
Bard became aware of a journal article published by the japanese association of cardiovascular intervention and therapeutics 2016, titled 'evaluation for the efficacy and safety of the crosser catheter as a cto crossing device and a flossing device'. A response to the request for additional information identified that MDR # 2020394-2015-00717, # 2020394-2015-00771, and # 2020394-2015-00748 were associated with the article reviewed and summarized in MDR # 2020394-2016-01209. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample appeared to be clean. The packaging hoop was also returned. No anomalies were observed to the hoop. The catheter tip was examined under magnification (microscope 10x) and the outer catheter and distal metal tip were observed to be separated from each other. The outer catheter shaft had been pulled out and pushed over the distal tip. The edges of the outer catheter were jagged, possibly indicating that the catheter was subjected to excessive force. As a result of the separation, the distal metal tip was not aligned with the rest of the catheter. No other anomalies were observed to the device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was received (i.e. Damaged tip). It is likely the user perceived the material separation at the distal tip as a break in the catheter. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: the journal article contained images of a crosser, based on the images provided an image review was performed. However, the images in the journal article did not match the event description of this complaint. The image review can be found in MDR # 2020394-2016-01209. Conclusion: the device was returned, images were not provided for this event. Based on the sample evaluation the investigation is confirmed for material separation as the outer catheter was separated from the distal tip. It is likely the user perceived the material separation at the distal tip as a break in the catheter. Therefore, the investigation is inconclusive for break. It is unknown if the manner in which the device was removed from the packaging hoop contributed to the reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser¿catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. Additional MFR narrative: report source, date received by MFR. Initial reporter, PMA#. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during activation of the recanalization catheter, the distal tip partially detached. The device was retracted in its entirety without incident. There was no report of patient injury.